Manufacturer narrative:
Retainer ring black. Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage, retainer knit line damage, cracked retainer and minor scratches on lcd window. In summary, the customers alleged cosmetic damage was confirmed at the belt clip rails by visual inspection where cracked belt clip rails were noted. Tested ok. Additionally retainer ring is damaged (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that rails on the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.